Event description:
Upon follow-up the device was found to be in back-up mode. The device was reinitialized, reprogrammed, and a full follow-up was performed. The patient had been to several department stores the morning of the device going into back-up mode. The device remains implanted. On (B)(6) 2013 - the patient presented to the clinic again and the device was in backup mode again. A ram dump was performed, the device was reinitialized, reprogrammed, and a full follow-up was performed. The patient had been to more department stores prior to the device going into back up mode this time. On (B)(6) 2013 - the patient experienced diaphragmatic stimulation today and was brought in-clinic. The device was found to be in back-up mode upon interrogation. A ram dump was performed and the device was reinitialized. No anomalies were found with device-based testing. The patient's daily routine was closely examined with no suggestion of emi or magnetic field interference. The device is scheduled to be explanted tomorrow morning. On (B)(6) 2013 - confirmed device explant of (B)(6) 2013.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status bol. Five charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The memory content of the device was inspected and confirmed a repeated activation of the safety backup mode, due to the detection of frequent device resets. The safety backup mode is specifically designed to assure the patients safety. All therapy functions of the ICD are available in the safety backup mode. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, resulting in the observed frequent device resets and subsequently in the activation of the safety backup mode. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged integrated circuit on the electronic module. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. The therapy functions of the ICD were available at all times.